Event description:
The valve was explanted due to stenosis and replaced with a non-sjm valve. At explant, it was noted the valve was functioning correctly with free leaflets. The aortic narrowing was caused by sub valvular pannus creating a left ventricular obstacle.